Event description:
It was reported that the patient attended the hospital, and it was found that their pacemaker device had reverted to safety mode operation. Boston scientific technical services (ts) recommended emergent device replacement but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.